Event description:
The iab was inserted into the pt on 9/23/97 at 9:45 am. After iabp for over 10 hrs, the iab and the iab was removed on 9/23/97 at 8:10 pm. No second iab was inserted. The iab was never returned to datascope for eval. [Event complications]: none from the event-reported 1/26/98. [Pt's current status]: discharged-rpt'd 1/26/98.

Manufacturer narrative:
Eval: the product was not returned or released to datascope for eval.